Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the hospital that the patient experienced chronic renal failure (crf) and the patient expired. The cause of death was reported as right heart failure, contributory factor - aortic root thrombosis. Information provided to the manufacturer 7 days later confirmed patient expiration due to multisystem organ failure. The patient had several non-vad related complications after implantation, including respiratory and kidney failure. The patient's death was noted as not device or therapy related.

Manufacturer narrative:
The manufacturer was advised that the lvad pump was not explanted from the patient, therefore will not be returning for evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.